Event description:
It was reported that a size 6 lgt, laryngectomy tracheostomy tube, was found to be cracked upon opening the package. There was no pt involvement. As of this date, the device has not been returned to the MFR.